Event description:
Customer reported an overinfusion of insulin. They stated the pivot latch screw of the lvp backed out causing a malfunction of the latch, allowing the insulin to flow freely. The patient's blood sugar dropped and d50 IV push was administered to raise the patient's glucose level. Extra monitoring (frequent blood sugars, vital signs) was required until the patient stabilized. Patient's blood sugars returned to normal limits; pt was released home.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.